Event description:
It was reported that while using bd facslyric¿ biohazardous waste leaked outside instrument. There was no user impact. The following information was provided by the initial reporter: customer reports that the sit is dripping in between tubes. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of liquid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination/bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # r659180000046.problem statement: customer reported complaint of a waste leak not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date ranges from 23jun2020 to date 23jun2021. Complaint trend: there is only one complaint related to the leakage of waste not contained within the instrument; date ranges from 23jun2020 to date 23jun2021.manufacturing device history record (DHR) review: DHR part #659180 serial # r659180000046, file # 659180-659180-r659180000046-101144287-16, was reviewed. The instrument met all the manufacturing specifications prior to release.investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage could not be determined and thus potential causes were assumed. The customer had reported that the sit was dripping biohazard outside of the instrument, though the issue only occurred once before disappearing. Some possibilities of the leakage include a blockage of the pinch valve tubing or a clog in the fluidics. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. When this tubing is shut, the instrument will not be able to completely aspirate the waste and cause dripping. Clogging can also display lowered instrument performance including unstable flow rates, erroneous results, and even leakages. A work order was not created for the instruments repair since the issue only occurred once before the instrument seemingly was back to normal and was functioning as expected. Although leakage of biohazard material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way. The leakage was not under pressure and thus did not significantly increase the risk of exposure.¿additionally, while patient samples were used during the tests that had leakages, the results of these tests were not used for any diagnosis and no patients were harmed in any way. Proper maintenance instructions on proper periodic cleaning and replacing parts can be found in chapter 13 ¿maintenance¿ in the bd facslyric clinical system instructions for use (23-191938-02 rev. 1/vers. A). The results were captured prior to any diagnosis decision and there was no delay in patient treatment due to the incident. The safety risk is moderate, s3, and there was no impact to customer health or safety.service max review: review of related work order #: 01983776, case # 01380361install date: 04may2017defective part number: n/awork order notes:o subject / reported: 659180 - facslyric - dripping sito problem description: customer reports that the sit is dripping in between tubes.o work performed: unable to reproduce the issueo cause: n/ao solution: n/ainternal notes:o stefano bonelli 2021-06-29 10:48:39z: closed, helpdesk-await customer response. Customer says that the issue did not occur anymore. Case can be closed.o stefano bonelli 2021-06-23 12:20:12z: further action, helpdesk-await customer response. Asked customer if it happens only during sit flush.returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient.hazard(s) identified? ¿yes ¿noo azure ID: 89169o ID: libivd-ra-61 2.1.6o reg status: ivd; ruoo hazard: exposure to biological sample.o cause: back drip from injection port (sit).o harmful effects: harm to operator. (Exposure to stained sample).o risk control: - sit design to capture back drips. - provide instruction for universal precautions.o req link (azure ID): 93132 libivd-did-262 sample preservation during pauseo implementation verification: - lsvn-1008-dp sit backflow control- libivd-se-15-51iro effectiveness verification: - lsvn-1008-dr- libivd-se-15-51iro probability: 1o severity: 3o risk index: 3o residual risk evaluation: ao new hazards: nonemitigation(s) sufficient ¿yes ¿noroot cause: based on the investigation results the root cause of the leakage could not be determined.conclusion: based on the investigation results, the root cause of the leakage could not be determined. The customer reported that the sit was dripping between runs, though they were unable to reproduce the issue. No work order was created for the repair of the instrument since it was no longer dripping and seemed to be functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to the customer health or safety. H3 other text : see h10

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ biohazardous waste leaked outside instrument. There was no user impact. The following information was provided by the initial reporter: customer reports that the sit is dripping in between tubes. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.